Event description:
It was reported that the lead was explanted and replaced due to noise. There were no acute issues after the extraction.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 51.2cm was returned for analysis. External insulation abrasion was noted at 40.8-41.6cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.